Event description:
It was reported that the patient could not adjust stimulation with the patient programmer, and the display showed an "in the box" icon. When interrogated with the physician programmer, the screen showed an "invalid settings have been detected. All settings will be cleared." Message. Multiple 8840 sessions were initiated and closed as attempts to clear this issue without success. The patient could feel stimulation, but was unable to use the patient programmer to manage stimulation. Physician mode recharges and the antenna locate feature did not resolve the issue, and the neurostimulator was ultimately explanted and replaced.

Manufacturer narrative:
Analysis of the neurostimulator model 37702, serial (B)(4) found a hybrid integrated circuit anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Lead model 3777-75 serial# (B)(4)implanted: (B)(6) 2012 explanted: na; lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; programmer model (B)(6) 2012 serial# (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported indicated that the device was explanted due to an ipg (implantable pulse generator) defect and "what appeared to be an impending skin erosion. During the appointment at the hcp (health care professional) office on (B)(6) 2012, it was noted that the right lumbar old ipg pocket continued to improve with edges approximated except for a small pinpoint opening to the left edge. At a later appointment on (B)(6) 2012 it was noted that the pocket completely healed with all edges approximated. There was a scab at the small pinpoint opening to the left edge noted at the previous visit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was previously reported in regulatory report # 3004209178-2013-19050 if further information regarding the event is received, it will be reported in this report.

Event description:
It was later reported the patient had their implantable neurostimulator (ins) removed about 2-3 days post implant. The reporter stated the ins died and they developed "some reaction." The reporter further stated they had to remove some necrotic tissue. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.